Event description:
It was reported that the caller experienced difficulty pressing the quick bolus/wake button on their pump, often requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer was advised to ensure the pump was not connected to a power source and to press the center of the button firmly using the tip of their finger. Despite these efforts, the issue persisted, prompting a decision to replace the pump under warranty. The customer was informed to send back the faulty pump using a pre-paid label and to place it into storage mode before returning it.